Event description:
The report received from the patient's family member indicated that approximately thirty-seven (37) months after the index procedure/cypher stent implantation, the patient experienced a sudden onset of chest pain. The patient proceeded to the emergency room and was informed after physical examination that he had suffured a myocardial infraction (mi). Coronary angiography was reported to have revealed a 100% blockage of the right coronary artery (rca) taget lesion. The lesion was treated by implantation of a taxus stent. No additional information is available at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.